Event description:
It was reported that on (B)(6) 2025, the tomo was shaking. A field engineer examined the equipment and fond that the allen screws from the vta assembly were loose and proceeded to retighten them. This reduced the amount of shaking to the c-arm. Calibration was performed and the system met the manufacturer´s specifications. No patient injury or staff reported.